Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. All the buttons responded properly. The keypad cover was intact and removal of the keypad cover did not find any damages or contamination with the button contacts. Pump casing was opened and no anomalies were found with the keypad connector wires and the connector was securely attached. Unrelated to the complaint, the verify screen was found to have a pinkish contrast. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with all the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.